Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics and anti-inflammatory drugs (intraperitoneally, dosages, frequencies and durations not reported) for the event. The patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.